Manufacturer narrative:
(B)(4). (B)(6). As reported by the (B)(4) smart pms for sfa approximately 2 1/2 years later placement of a smart stent in a 90% occluded lesion in the middle portion of the right superficial femoral artery with moderate calcification and no vessel tortuosity, a (B)(6) male patient with unknown medical history expired. It is unknown if the patient was hospitalized at the time of the death, the actual cause of death and the relationship to the device. The patient had aspiration pneumonia two months prior but it is unknown if the death is related to that event as well. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without films or procedural details, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
As reported by the (B)(4) smart pms for sfa approximately 2 1/2 years later placement of a smart stent in a 90% occluded lesion in the middle portion of the right superficial femoral artery with moderate calcification and no vessel tortuosity, the patient expired. It is unknown if the patient was hospitalized at the time of the death, the actual cause of death and the relationship to the device. The patient had aspiration pneumonia two months prior but it is unknown if the death is related to that event as well.